Manufacturer narrative:
We received a model# 777hf8 catheter with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. A puncture was found on the catheter body proximal from catheter tip. Blood was observed in the puncture and on the optical module connector. There was no blood residue on the thermistor and thermal filament connectors. The puncture found entered into the optical, distal, injectate, infusion, and inflation lumens. No other visual damage, contamination, or other abnormalities were found on the catheter and syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that blood was leaking back through the blue connector into the cable. It was further indicated that svo2 was not able to be monitored. The catheter was still used to monitor the cvp with a clamp attached. No patient complications were reported.